Event description:
Patient was undergoing embolization procedure for splenic artery aneurysm using penumbra ruby and 400 coils. The physician reported that upon opening the package for a coil 400, the proximal portion of the pusher was bent. Coil was never introduced into a patient.

Manufacturer narrative:
Result: the coil pusher assembly appears to be kinked approximately 4.8 and 8.5 cm from the proximal end. The pet-lock is still intact. The coil is still attached to the pusher assembly. Conclusion: the device was returned for analysis and has been evaluated. The complaint indicates while opening the package, the physician noted that the proximal end of the pusher assembly was bent. The investigation of the device confirmed the bent pusher assembly. Devices are visually inspected for damage during packaging before shipment. The device may have been damaged when unpacking or removal from the packaging during preparation for use. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.